Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name (B)(4); product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date brand name (B)(4); product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; name (B)(4); product ID 977a260. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep states they are in a case where leads are being placed.  Rep called while in a surgery for the patient. Rep states she is in a case where the surgeon goes to suture the patient, but the lead keeps falling down where it is an choring. Rep states they had to open the patient back up because of this. Rep states that the first time it was anchored, the surgeon kept the wire in and then the lead "ripped out" and they had to use a new lead. Rep states the surgeon is having difficulty anchoring in the fascia. When the anchor system is pulled out, the lead comes with it. Rep states that the anchor was getting clamped down. Rep reports the bumpy anchor was used. Rep then stated that the surgeon "has it under control", in that the surgeon completed a "dichotomy" and pushed the lead up. Additional information was received from the rep. Rep reports issue with the patient's other lead, stating that it had the same issue as the initial lead (difficulty anchoring lead into the patient's fascia), however this one was sutured closed.